Event description:
The customer reported that there was no image available when the device was used. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s report of ¿no image available.¿ the scope was detached from the coupler and adapter, which was attributed to the loosening and falling off or breaking of the coupler components. The adapter does not hold optics properly and was severely scratched, which is indicative that it has been struck several times. The teflon ring was missing, gold ring was incorrectly installed, thus charge coupled device (ccd) difficult to take out. The investigation is ongoing and if new information becomes available later, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the, worn-out video adapter was confirmed. It is likely that the reported phenomenon ¿the connection was detached from the scope¿ occurred because the scope connection function did not work properly due to the worn-out video adapter. A definitive root cause cannot be identified. Based on the results of the investigation, the cracks on the cable and watertightness failure were confirmed. It is likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to cracks on the cable and watertightness failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.